Event description:
Surgeon noticed there were white threads on the sleeve at the end of the surgery. The surgeon reports that she saw white threads with a slit-lamp in the incision 1 or 2 months after the surgery. One thread juts out into the anterior chamber. The surgeon didn't see these threads during the surgery (despite she used a microscope) because the wound was a little bit white. The surgeon would like to know where these threads come from. The surgeon stated the pts va has not been affected by this event. No other issue has been reported (i.e. Pains or infection).

Manufacturer narrative:
To date, the sample has not been received by the MFR for eval.